Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular lead was oversensing. It was also reported that a determination could not be made as to whether or not the noise was coming from the device or lead. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.